Event description:
It was reported that the patient presented with multiple pump stops while on battery power. Log files and x-rays were submitted for review. The log file data showed 4 pump stops and 20 low speed advisories on (B)(6) 2023. Speed drops were as low as 0 revolutions per minute (rpm). These issues appeared to be occurring on both power module and on batteries and appeared to be a phase-to-phase driveline issue where the pump may stop regardless of the power source. It was suggested to immobilize the percutaneous lead to prevent any further interruption in support. There appeared to be an area of concern above the existing driveline repair in the one of the three x-rays received. The other two x-rays were unremarkable. It was noted that the patient had a known short to shield and was supported on ungrounded cable with a history of full external driveline repair on (B)(6) 2019. It was later reported that the patient had 10 cm between her exit site and the beginning of the previous external repair. Phase degradation information was requested. There did not appear to be enough room for a second driveline repair (10 cm or ~3.9 inches of driveline cable). A phase date graphed (B)(6) 2023 was reviewed. There appeared to be a potential slight degrading conductor/wire in phase b. The log file history did not display any driveline fault alarms which indicates the monitored wires had continuity. A phase-to-phase driveline issue may be caused by two damaged wires in separate phases contacting in the same spot or two separate spots (where the damaged wires contact the driveline shielding).

Manufacturer narrative:
Section b5: the patient's previous driveline repair is reported under MFR # 2916596-2019-05379. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected section d4: device expiration date and manufacture date (h4) will be provided with the final report. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient underwent transplant.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the patient¿s submitted log file confirmed pump stop events and low-speed events; however, evaluation of (B)(6) did not find damage that could have contributed to the events observed within the log file. The submitted log file contained data from 12oct2023 to 20nov2023. Analysis of the log file captured multiple pump stop and low-speed events, as well as associated alarms, were captured on 17nov2023 and 19nov2023. Each of the events occurred while the system was operating on 14 volt (v) lithium-ion batteries. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No further related events were observed throughout the remainder of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 7.5" from the pump housing. The remaining distal portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The sealed outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present and secured with green suture. The apical sewing ring was also returned. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The relevant sections of the device history records for (B)(6) and drivelines, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.